Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI , upn: m365sc12000 , model: sc-1200 , serial: (B)(6). Batch: 367079, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had a fractured. Additional information was received that the patient experienced a frequent and difficulty charging the implantable pulse generator (ipg). The patient experienced an inadequate stimulation, and the leads had high impedances. No device malfunction was suspected. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Event description:
It was reported that patients spinal cord stimulator lead had a fractured.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2218-70, serial: (B)(6), batch: 7071452, UDI: (B)(4).